Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on 9/19/2017 stated that rv pace impedance shows average of 500 ohms with 2 impedances jumps (1000 and 1500 ohms) since (B)(6). The physician was dr. (B)(6) at (B)(6) hospital, (B)(6). No ther information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).